Event description:
This ra lead had dislodged. The physician didn't think that the patient needed a pacemaker system anymore so the whole system was removed and not replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 35cm proximal to the lead tip. Only the distal lead fragment was returned for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead fragment. Furthermore tissue residuals were noted on the fixation helix. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.